Manufacturer narrative:
Concomitant devices: guiding catheter (6f45 destination, terumo), guidewire (v-18, boston scientific. Please note that the saber pta catheter in this report is not sold in the u.s. But is similar to other saber pta balloon catheters that are sold in the u.s. This device is available for analysis but has not yet been received. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
When the 6mm x 30cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated, there was a plosive sound. Leakage of contrast media was confirmed from the shaft. Therefore, it was replaced with a same size new balloon catheter (unknown). The procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery. A contralateral cross-over approach was made. The saber rx was used for pta. It was used with a guiding catheter (6f 45, non-cordis) and a guidewire (v-18, non-cordis). The device is expected to be returned for analysis.

Manufacturer narrative:
When the 6mm x 30cm x 155cm saber rapid exchange (rx) percutaneous transluminal angioplasty (pta) balloon catheter (bc) was inflated, there was a plosive sound. Leakage of contrast media was confirmed from the shaft. Therefore, it was replaced with a same size new balloon catheter (unknown). The procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was the superficial femoral artery. A contralateral cross-over approach was made. The saber rx was used for pta. It was used with a guiding catheter (6f 45, non-cordis) and a guidewire (v-18, non-cordis). The product was not returned for analysis. A product history record (phr) review of lot 82191517 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿body/shaft burst - in-patient¿ was not confirmed as the device was not returned for analysis. The exact cause cannot be determined. It is likely vessel characteristics or procedural factors may have contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the instructions for use, which are not intended to mitigate risk, ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. Proper functioning of the catheter depends on its integrity. Care should be used when handling the catheter. Damage may result from kinking, stretching, or forceful wiping of the catheter. Forceful handling can result in catheter separation and the subsequent need to use a snare or other medical interventional techniques to retrieve the pieces.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.